Event description:
Procedure type: colectomy. According to the reporter: the cartridge was loaded onto the reusable stapler. At firing on the small intestine, the knob was stiff. The surgeon forcibly pushed the knob, and the shaft part was bent. The staples were fired, but the knife did not cut the tissue and the knob could not be retracted. The part was excised additionally. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).